Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a broken cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be broken at the distal idlers. The idler pulley spins freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist are not damaged. Additional observation not reported by site was scratches on the distal pulley. There are scratches on the surface of one of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.